Event description:
This ra lead was implanted on (B)(6) 2011 and was capped (B)(6) 2016 due to lead was faulty. The physician was dr. (B)(6) at (B)(6) in (B)(6), ma. No other information available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).